Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. The cartridge was able to be filled with half the amount of insulin intended and was used for insulin therapy. Customer's blood glucose level was not impacted.